Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting the battery icon symbol. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unknown time. It is not known if the patient was taking any diabetes medications or made any changes to her diabetes management at the time of the alleged issue. Within a month after the alleged issue began, the patient stated she developed symptoms of "urinary". The patient however denied receiving any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the meter and there was not misused of the meter; however the meter needed a new battery but the patient did not have a battery readily available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.